Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/25/2021. . H.6. Investigation: a device history record review was performed for provided lot number 2010166 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was observed on the barrel surface. The foreign matter was identified as a grease spot. It has been determined that this incident resulted due to a small quantity of grease/lubricant from one of the machine stations falling onto the product.

Event description:
It was reported that 2 bd emerald¿ syringes had brown foreign matter in their packaging units. The following information was provided by the initial reporter: "2 bd emerald syringes heavily contaminated within the sterile packaging with brown contaminant".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd emerald¿ syringes had brown foreign matter in their packaging units. The following information was provided by the initial reporter: "2 bd emerald syringes heavily contaminated within the sterile packaging with brown contaminant"